Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a pt the device failed to capture the pt's heart rhythm. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt and the device was still unable to capture the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.